Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a 'cassette not attached' error. Found during testing, there was no patient involvement.

Manufacturer narrative:
Received one device. The reported problem of a 'cassette not attached error' was confirmed through visual and functional testing. Found that the downstream occlusion (dso) sensor seal was poorly applied, excessive amounts of adhesive blocking the downstream valve and dso sensor. Replaced the dso sensor, bezel, and seal. Performed performance verification tests, unit passed all testing. Service history review identified there was no indication that the complaint was related to a service of the device within the review period